Event description:
It was reported that the user announced a meal but the system delivered approximately 30%, followed by an occlusion alert on the ilet, after which the user pressed resume delivery; upon disconnecting and priming, the tubing was found coiled and required approximately (B)(4) units before insulin drops were observed, after which delivery was resumed with education provided on straightening tubing and checking for drops, and the user was advised not to reannounce the meal. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found, with a reported lack of effect associated with the event and insufficient information regarding a specific device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.